Event description:
This 44-yr-old female had augmentation mammoplasty done initially in 1973, with replacement with gel implants in 1977. She has had 4 closed capsulectomies since then. Since 1980, she has experienced depression, chronic symptoms of arthritic pain, and cognitive dysfunction. In 1993, had tests which were positive for ana, silicone antibodies, anti-myelin antibodies, and elevated immune complexes. The explanted implants had dacron patches. The implants were not implants at the reporting facility, thus the device identifiers are unknown. Pathology showed both implants grossly ruptured, and both capsules showed fibrous capsule with histocytic foreign body reaction.